Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead was fractured. As a result, a new lead was implanted. No adverse patient effects were reported.